Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, it was reported by the patient that two infusions set fell off within 48 hours of use. Event was occurred on 29-may-2024 and 05-june-2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.